Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.1 failed. When recovery was attempted, the drawer did not click or unlock. As a result, the machine registered the drawer as unlocked when it was not. The user was required to complete inventory prompts to recover the space, and then manually push the drawer in at the end to allow the system to recognize the drawer as closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a field service engineer (fse) successfully tested the drawer multiple times in the hardware test application (hta) following diagnosis. The drawer was working properly and the customer confirmed proper drawer operation. The system functioned as intended after field service engineer investigated the device.